Event description:
The olympus monopolar cord "exploded" and split in two when the urologist pushed the coagulation pedal. Anesthesiologist and surgeon witnessed a light before the cord split. Before the incident occurred, the cord was used for this very same case, at the very same settings (cut 140/coag 150). The patient was not harmed. The surgery continued after replacing the defective monopolar cord.